Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent removaldifficulty occurred. The lesion being teated was located in the non tortuous, moderately calcified, 75% stenosed right coronary artery (rca). The vessel diameter was reported as 3.0mm. Using a 6fr jr4 guide catheter the vessel was predilated with a maverick 2 2.5x20mm balloon. The pysician went to place a taxus express2 3.0 x 32mm drug eluting stent but upon de4livery of the stent he found that the distal portion of the stent would not go distally enough beyond the lesion. They physician wanted to predilate again, so upon removal of the undeployed stent he found that the sent would not go into the guide catheter. The physician attempted on several occasions without success and eventually he had to put the stent back into the previous position and deploy the stent. The stent was post dilated with a 3.0x12mm quantun maverick balloon. The procedure was completed by placing another taxus express2 stent distal and then another taxus express2 stent overlapping both stents. These taxus stent sizes were 3.0 x 12 and 2.5 x 16mm. The final result was good. No patient complications were reported.